Event description:
It was reported that the patient had a CT (computed tomography) scan of the cervical spine and hematoma was confirmed. It was also noted that the patient had an infection, increased pain at the right side of the body, fever and confusion. The location of infection was unknown, however, it was believed not to be device related. The patient was hospitalized and was placed on antibiotics. The patient is already out of the inpatient rehabilitation facility. Additional information was received that the patient was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7084304.

Event description:
It was reported that the patient had a CT (computed tomography) scan of the cervical spine and hematoma was confirmed. It was also noted that the patient had an infection, increased pain at the right side of the body, fever and confusion. The location of infection was unknown, however, it was believed not to be device related. The patient was hospitalized and was placed on antibiotics. The patient is already out of the inpatient rehabilitation facility.